Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after screwing the transducer with tweezers and then immediately with a torque wrench, it broke the pivot inside. No injury was reported. There was no permanent damage. The event did not prolong the hospital stay. There was no bleeding in excess of 500cc. The surgical time was not extended by more than 30 minutes.